Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the station kept turning off and on, it kept restarting. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system kept turning off and on. A field service engineer (fse) inspected the station, disabled bluetooth, checked settings, examined and protected bus cable edges. The fse reseated the all in one (aio) and replaced the power supply to resolve the issue. The fse fully tested each drawer in the hardware test application without observing any reboots. The system functioned as intended after the field service engineer repaired the device.